Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt's ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming functionality testing, specifically the ECG fall off test. Upon investigation, the j704 connector was pulled from the dn pca. The cause for the failure was isolated to the j704 connector being pulled from the dn pca. The cause for the pulled connector was the pulled cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.